Event description:
A caller reported experiencing an error with their continuous glucose monitor. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and after following these instructions, the customer no longer encountered the error and successfully started a new sensor session.